Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during procedure fluid/airline was failed, after priming, the vitrector failed to extrude. A new kit was opened, and only the cutter was replaced, which then functioned appropriately; however, the infusion was not working. To maintain intraocular pressure (iop), balanced salt solution (bss) via a cannula while a replacement fluid/airline was obtained from a new kit. During this period, the patient¿s eye experienced choroidal changes. The procedure was completed on the same day, but it was how it got completed. This report pertains to cassette involved in this reported event.